Event description:
Distributor reports that during the procedure, the doctor used the capio and the bullet broke off near the end of the suture. No patient injury or medical intervention reported.

Manufacturer narrative:
No sample will be available for evaluation. Evaluation: method - no sample received for evaluation. Conclusions: internal corrective action was initiated to address this and similar issues. This CAPA was to implement corrective actions that will minimize recurrence of the customer's claim.